Event description:
It was reported, after reprocessing, stickiness was confirmed on the camera head cable. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. However, the camera cable was dirty. The most probable cause of the identified failures is cause traced to degradation, which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** the following statement is included in "caution" in the instruction manual "applicable reprocessing methods and chemical agents": the camera head has several reprocessing methods. The following is described in the instruction manual "applicable reprocessing methods and chemical agents": "several reprocessing methods are applicable to the camera head. However, not all methods are applicable to all camera heads. Inapplicable reprocessing methods may damage the equipment even if the number of reprocessing cycles is small. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, after reprocessing, stickiness was confirmed on the camera head cable. There was no patient involvement.